Manufacturer narrative:
B3: unknown; no information has been provided to date. H3/h6: one pump was returned for analysis in used condition. Visual inspection found that the downstream occlusion (dso) seal was damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer reported problem was duplicated through functional testing. The investigation determined the battery compartment was damaged, and the dso seal was damaged. The battery compartment and dso seal were replaced.

Event description:
It was reported that the pump's battery cover was broken when changing the battery. There was no patient involvement. Analysis of the device found a damaged downstream occlusion (dso) seal.